Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. Concomitant medical products - unknown femoral stem, unknown acetabular cup, unknown liner, all catalog#'s: ni all lot's#: ni. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends.

Event description:
It was reported that patient underwent a hip revision procedure due to shortening of the leg and dislocation. During the procedure, the femoral head was removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient is being considered for a revision for an unknown reason.